Manufacturer narrative:
Unit passed the displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 05/03/2023 17"05:38:000 pm with variable (09). Pump error 63 alarm due to sofware issue. Pump error 2 confirm on 05/0352023 17:05:59:000 pm, pump error 19 confirm on 05/03/2023 17:02:21:000 pm, pump error 28 confirm on 05/03/2023 17:02:16:000 pm and pump error 79 confirm on 05/03/2023 17:02:00:000 pm due to software error. (Time out alarms). Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 05/03/2023 17:0:38:000 pm with variable (15). Pump error 63 alarm due to software error. Pump error's 2, 19, 28, and 79 alarms were confirmed due to sofware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the interprocessor communication error (pump error 2), generated if minute event is not received from motor processor or the sw watchdog task is not running properly (pump error 19), the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range (pump error 28), hardware low level failures (pump error 63), the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula (pump error 79) and cosmetic damage. Troubleshooting was performed and the customer was able to complete the alarm. The customer received a rewind request and the customer was able to complete the rewind. The fill cannula was recorded in the daily history. The customer was able to perform the self-test and the displacement test and the pump got passed. The pump was not exposed to the high magnetic environment. There was a crack from the side of the belt clip area. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.